Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl and current blood glucose was 420 mg/dl. Customer treated high blood glucose with bolus. Based on customer report customer does not allege pump was under delivering. Run load reservoir and fill tubing with current set and insulin exited at the quick release set. Assisted with correcting programming. Customer declined to perform the high pressure test. Customer can not get blood glucose down and can not get the sensor to get accurate and calibrate it. The device will not be returned for analysis.